Event description:
It was reported a patient presented with an inability to place an atrial lead during procedure on (B)(6) 2024. Imaging via CT angiography confirmed the right ventricular (rv) lead placed that day was in the incorrect chamber and cardiac perforation was noted. A corrective procedure was performed on (B)(6) 2024 to explant the lead. Post-procedure the patient was asymptomatic.

Manufacturer narrative:
The reported event was lead malfunctioned. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.